Event description:
It was reported that during a tooth extraction the bur guard melted onto the nose cone of the handpiece. The procedure was successfully completed using another drill and there was no injury to the patient.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for testing, and the alleged condition of the bur guard melting onto the hand piece was confirmed. The bur guard can melt if it is pushed up onto the handpiece. When this happens, the nose cone comes into contact with the bur guard, and the friction can melt the bur guard. The warning which is sent with every bur guard, as well as the instructions for use states the proper installation for the bur guard.